Event description:
Following a stent procedure, an angio-seal device was placed; however, hemostasis was not achieved with the device. The pt's pulses (which were 2+ pre-procedure) were noted to be lost, and the feet appeared mottled. An ultrasound was performed, which revealed an occlusion in the common femoral artery. An arteriogram indicated blockage at the angio-seal puncture site. The pt was taken to the operating room where an embolectomy was performed. The pt's vessel diameter was noted to be approximately 3.5 mm. The device anchor and collagen were located, found to be intra-arterial, and were removed. During this procedure, redilation of the stenosed stent in circumflex was also performed. The pt was noted to be in good condition following this procedure and was discharged home the next day without sequelae.